Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient, through the filing of a legal claim, that the patient underwent a total knee arthroplasty where he was implanted with a scorpio knee system. It¿s further alleged that 14 years post replacement, the patient has been suffering from pain and swelling. The patient later underwent a patella revision.